Event description:
The customer stated the device is not displaying the ECG waveform, when obtained thru the pads cable. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.